Event description:
It was reported post radiation treatment an alert of upper, out of range hv lead impedance was noted. Patient was fine throughout testing. The patient will continue to be monitored via in-clinic follow ups.

Manufacturer narrative:
(B)(4).